Event description:
It was reported that review of a scheduled transmission noted an alert for atrial intrinsic amplitude out of range. Frequent undersensing of atrial signals during atrial tachycardia response (atr) episode noted at current sensitivity of fixed 0.5 mv. Intermittent loss of capture on the right ventricular (rv) channel was observed on presenting electrogram (egm). Current output is set to trend 3.2v with most recent rv threshold of 2.7v. The rv lead is manufactured by a competitor. The system remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).